Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag flow probe (serial number: (B)(6) was evaluated following the reported event of the flow being blank; however, it was determined that flow probe was unrelated to the reported event. Additional information provided communicated that the issue resolved when connecting the flow probe to a different centrimag console. Additionally, per the evaluation of the returned centrimag console, it was revealed that the root cause of the reported event was related to the returned console. The reported event could not be correlated to an issue with the centrimag flow probe. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag flow probe, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that there was no issue with flow probe since the it was tried with another console, and it was registering the flow. There were no adverse impacts to this event as it was discovered during priming phase.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the flow probe connection on the rear of centrimag console was not functioning. The console was faulty.